Event description:
During an ablation procedure, two catheters had to be switched out due to problems. One was that a catheter did not recognize the patch. Another catheter had an error message that read "temperature limit" warning. The catheters were switched out and the problem was resolved. Both catheters were from the same lot. No harm came to the patient.